Event description:
It was reported that during a percutaneous coronary intervention there was difficulty withdrawing the balloon catheter and a balloon detachment occurred. A 1.50x8mm apex balloon catheter was advanced for predilation of the severely calcified bend between the left anterior descending and left circumflex arteries. The apex balloon was inflated once to 14atms or less. While withdrawing the apex balloon catheter resistance was felt and a distal portion of the balloon detached and remained on the guide wire. A non-bsc balloon catheter was then advanced, inflated, and withdrawn. The apex was then able to be withdrawn along with the wire. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention there was difficulty withdrawing the balloon catheter and a balloon detachment occurred. A 1.50x8mm apex balloon catheter was advanced for predilation of the severely calcified bend between the left anterior descending and left circumflex arteries. The apex balloon was inflated once to 14atms or less. While withdrawing the apex balloon catheter resistance was felt and a distal portion of the balloon detached and remained on the guide wire. A non-bsc balloon catheter was then advanced, inflated, and withdrawn. The apex was then able to be withdrawn along with the wire. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the proximal section of the device was returned. The catheter was broken at the exchange port approximately 108.5cm from the strain relief. The total length of the returned catheter from the strain relief was 124cm. There were no kinks or damage to the remaining shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).